Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer 1 having issues on opening the cubies. The customer reported that the malfunction occurred while dispensing magnesium chloride and biotin medication and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, unique identifier (UDI), medical device serial, medical device model, section h manufacturer narrative, device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medbank cubie¿ replenishment station (mini) the drawer 1 having issues on opening the cubies. The customer reported that the malfunction occurred while dispensing magnesium chloride and biotin medication and caused a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer 1 having issues on opening the cubies. The customer reported that the malfunction occurred while dispensing magnesium chloride and biotin medication and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the drawer cubie pockets were failed to open. A field service engineer (fse) visited the facility and conducted a thorough inspection of the cabinet's internal components. It was confirmed there were no issues or abnormalities identified during the assessment. The customer was asked to demonstrate the reported failures. However, the station was operating normally during the demonstration. It was assumed that the issue had been resolved by technical support specialist (tss) prior to the visit. The system functioned as intended after the field service engineer inspected the device.